Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(6).

Event description:
It was reported that during patient's transport between wards, unit didn't hold the battery charge and turn off by themselves without any audible alarm. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, after charging the customer returned batteries for 12 hours, the device only remained on battery power for approximately 3 hours and 30 minutes before the low battery alarm with visual indicator occurred. The customer complaint about the device shutting off without a low battery alarm was not duplicated and all low battery alarms functioned as designed. The customer complaint about the battery not holding a charge was duplicated. (B)(6). A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues prior to this reported event.